Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant low results for two samples from the same patient tested with the elecsys anti-hcv immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample resulted with an anti-hcv value of (B)(6) when tested on the e 411 analyzer. The sample was repeated on a mini vidas analyzer, resulting with a value of (B)(6). The second sample resulted with an anti-hcv value of (B)(6) when tested on the e 411 analyzer. The sample was repeated on a mini vidas analyzer, resulting with a value of (B)(6). The serial number of the e 411 analyzer is (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.